Event description:
Medtronic received information that this bioprosthetic valve, implanted for an unknown duration, developed central regurgitation. At explant, it was noted that the right leaflet was torn. The valve leaflets were explanted and the freestyle root was left in place. A 25mm mosaic valve was successfully implanted with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record could not be reviewed as the serial number was not obtained. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).